Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a sensor glucose reading discrepancy. The sensor glucose value was 70 mg/dl but the blood glucose value was actually 260 mg/dl. The customer was treating based on the sensor readings and the insulin pump was going to threshold suspend. The customer has yet to restart the sensor and the pump was processing calibration. The customer was advised to monitor the situation. The customer will not return the device for analysis.